Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"The caller explains that he had a titanium total knee put in the right knee and it came apart, it came loose and caused damage to the nerves. The total knee was done in 2007...stryker was the manufacturer of the product he thinks...a revision was done 2009-2010...". Patient history reported: "...he played professional hockey in the 1970's, this is also the reason for his weak knees".